Manufacturer narrative:
Insulin pump received with blank display due to interface board broken solder joint. Unable to verify crunching noise anomaly due to blank display. Insulin pump received with minor scratched display window, broken reservoir tube lip and missing reservoir tube o-ring.

Event description:
Customer reported via phone call that there was damage to the reservoir compartment where the o-rings are, o-rings were loose. Customer's blood glucose was 484 at time of call. Customer did not want to treat high blood glucose. Customer reported that the insulin pump had a blank display. Customer had changed the battery 3 times. After troubleshooting, display returned. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.